Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n560 pulse oximeter display was missing segments. There was no patient involved.